Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use. The following information was provided by the initial reporter: family birth had an issue with the 22ga IV cath. They did not keep the package so I don't have a lot number.

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided photo of the defect for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer reviewed the provided photo and determined that the needle had pierced through the catheter tubing. However, the device appeared to have been used as media was visible inside the tubing indicating that venipuncture had been performed. Based off the provided photo the engineer was able to verify the reported defect. However, since the device appeared to have been used it was determined that this was not a manufacturing defect. If the needle had pierced through the catheter tubing the device prior to use it would not be able to perform venipuncture and have media inside the tubing. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use. The following information was provided by the initial reporter: family birth had an issue with the 22ga IV cath. They did not keep the package so I don't have a lot number.